Manufacturer narrative:
The instrument was returned and evaluated. Engineering found no signs of arcing on the instrument tube extension, clevis, scissor tips, nor the tube extension to main tube connection. The instrument was driven on a system and functioned properly with no trouble found. The hospital informed isi that the three tip cover accessories would not be returned for evaluation and isi's request for photographic images was denied. The hospital did allow an isi representative to evaluate the tip covers at the site. Although tears were noticed on all of the tip covers, no evidence of charring/arcing was observed. As no evidence of arcing was observed on the instrument and tip covers, the root cause of the patient bowel burn cannot be determined. A follow-up medwatch report will be submitted if additional information is received.

Event description:
(B)(4): while the surgeon was using the da vinci robot, the monopolar scissors split a hole in three protective tip covers. When the third tip cover tore, a small burn was noted in the patient's bowel. What was the original intended procedure? Total abdominal hysterectomy with bilateral salpingo-oophorectomy. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. The user facility had already reported this event to intuitive surgical (isi) on (B)(6) 2011. It is the hospital's belief that the patient injury's was caused by the monopolar curved scissors (mcs) instrument. Repair to the patient's damaged bowel was not required and no postoperative complications have been experienced by the patient.